Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer 5 failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d common device name. Section h imdrf annex c. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 5 was failed. The field service engineer (fse) had investigated a fault with pocket d1 in drawer 5, which was misreporting as d2 54. After running the hardware test application (hta), the pocket was found to be faulty and would not open. A known good pocket from e1 was tested in d1 and worked properly, confirming the issue. The customer was advised to replace the bad pocket. The fse assisted with assigning and loading the medication bed, checked connections, removed debris, and verified functionality through hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer 5 was failed and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.